Event description:
The mother reported via phone call that the customer was currently hospitalized with diabetic ketoacidosis. Date of hospitalization was (B)(6) 2015. Customer's blood glucose was 1202 mg/dl at the time of admission. The mother reported the customer was treated with manual injections for their blood glucose. The mother also stated the customer experienced high ketones and was vomiting from their blood glucose. The customer was also treated with an insulin drip for their blood glucose. Troubleshooting found the customer settings were programmed accurately on the insulin pump. It was also found the insulin pump alarmed no delivery during a high pressure test. The customer was advised to complete a set change. Customer's current blood glucose was 197 mg/dl. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.